Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) via the healthcare provider (hcp) reported that the patient had a scalp lesion on the right side close to the lead as of date notified. It was stated that the hcp did incision and drainage and is treating the patient with antibiotics. The sample may have been sent for culture. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.